Manufacturer narrative:
The customer declined service and repairs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The unit was received at bench repair. At bench repair, the bench service engineer (bse) confirmed the error in the logs. The bse was let the unit run for a couple of days but was unable to duplicate the error code. The bse determined a replacement of the data acquisition (da) printed circuit board assembly (pcba) was required to resolve the reported issue. This investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "data acquisition (da) printed circuit board assembly (pcba) adc (analog to digital) reference failed" (diagnostic code 100a), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error, "da pcba adc reference failed" (diagnostic code 100a), had occurred. The customer requested a v60 box to send in their unit for evaluation. This investigation is ongoing.